Event description:
It was reported per maude adverse event report that the md was attempting to place a central line through the right internal jugular for the administration of antibiotics. With ultrasound guidance the vein was entered, but when attempting to advance the spring wire guide (swg) through the needle the swg became stuck and would no longer advance forward. The md attempted to pull the swg back, but was unsuccessful. After add'l firm steady pressure backwards, the swg began to rip apart. The attempt at the central line was aborted and the entire needle was pulled back out. As the needle was pulled out, the swg was noted to be through the needle and sticking out of the other side. The swg was unable to be dislodged; it was lodged within the needle and unable to be advanced or retracted any further.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.